Event description:
It was reported by the affiliate that during an unknown procedure, the device could not fire with the white reload. Another like reload was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Incomplete firing cycle. The analysis results found that one tr45w reload was received in good visual condition and partially fired which indicates that the device's firing cycle was interrupted. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. No functional test could be performed due to the condition of the reload. The manufacturing records were reviewed and no anomalies were found.